Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, it was reported that six infusion sets fell off during use which occurred in the past month. The set was in use for 2 mins to 3 hours. Patient's blood glucose at time issue was noticed (with all inf) was between 140 - 250mg/dl. No further information available.